Manufacturer narrative:
Method: though the device has not yet been returned, implantech performed a review of production records. (No errors or omissions were identified that might account for the reported event.) Complaint trending was performed. No other reports of infection, extrusion or breaks/tears have been reported on this lot or its associated sterile lot.) Complaint rates remain low, and no increase in the frequency or severity of such events has been identified. Results: no device problem has been identified by review of production records. (Physical analysis of product has not yet occurred.) Conclusion: infection, extrusion and the possible need to explant are know inherent risks of implant procedures. No cause has yet been established for the "broken" implant report as device has not been physically evaluated.

Event description:
Complainant reported that patient had pectus excavatum implant explanted approximately 6 weeks post-operatively due to infection, (exposition) extrusion, and they found a broken "part in the caudal part of the scar." A culture was taken and the organism was identified as "strepto a ".

Manufacturer narrative:
Follow up report #1: type of investigation: the actual device associated with this report was returned and evaluated. Investigation findings: a small portion of the inferior edge of the device was missing. Investigation found evidence suggestive of damage from a sharp instrument. Investigation conclusions: infection, extrusion and the possible need to explant are known inherent risks of implant procedures. Though evidence of possible sharp instrument damage was observed, implaantech has not determined a root cause for the reported events.